Event description:
#Medwatcher #(B)(4). I have had essure since 2009. My periods have become heavier, an longer. I have been experiencing blurry vision, and my stomach constantly is upset, almost like morning sickness, except it last most of the day, weakness, dizziness, also I had a boil outbreak.